Event description:
A part of a laparoscopic trocar and sleeve device came out as a laparoscopy for ectopic pregnancy was being done. The sharp-pointed trocar section slid into the pt's abdominal cavity. X-rays were taken and a laparotomy was then performed to remove the trocar. User facility indicated that the device was not assembled and checked adequately prior to use. The threaded proximal end of the device was not screwed on all the way. The device was checked and returned to service at the user facility.